Event description:
Report status: serious injury/medical intervention. Report rationale: dislodged stent/dissection requiring medical intervention. Device issue: dislodged stent. It was reported that the patient showed a lesion at the start of the first marginal obtuse and a proximal lesion at the circumflex artery. Both lesions were pre-dilated with balloon and kissing balloon. Subsequently, a xience v stent 3.5 x 28 mm was intended to reach the circumflex artery. During the attempt to deploy the stent, the release of the stent from the balloon was observed to occur without expanding the ostium of the circumflex artery. Additionally, a distal edge dissection occurred after deployment of this stent, which was treated with another xience v stent. It was possible to capture the dislodged stent and position it at the branch with a 1.5 balloon. The procedure was finalized by placing a xience v stent at the main left coronary artery without complications. No additional event or patient information is available.